Event description:
Complainant alleges that they were attempting to monitor an 82 year old patient (gender unknown) who was being transported from one hospital to another for a possible pace maker implant. The paramedics attached 3-lead ECG electrodes to the patient and powered-up the device, but the screen showed 3 dots and nothing else. There was no ECG trace. There was no adverse effect on patient.